Manufacturer narrative:
Product problem was checked on initial medical device report (MDR), however, there was no product problem reported as captured on FDA device code on initial MDR. Device serial number now provided, as it was inadvertently left off initial MDR. Medtronic navigation is filing this MDR to ensure visibility to a patient event as a result of a procedure that utilized medtronic navigation system. There is no allegation to suggest that medtronic navigation's device caused or contributed to the reported event.

Manufacturer narrative:
Patient age not available from the site. Patient weight not available from the site. Event date is approximated as it was reported to have occurred two weeks prior to aware date. On 6/1/2017 a medtronic representative went to the site to perform system checkout. System passed all tests and is working as intended.

Event description:
A medtronic representative reported that during a electrode and probe placement, the surgeons operated on the wrong side of the patient. There was no alleged malfunction of the medtronic equipment. Before the surgery, the surgeons did not confirm which side the surgery had to be done and proceeded with the procedure without paying attention to left versus right. The surgeons used frame coordinates that were given by framelink, but set it in the incorrect direction for the crw frame. There was a delay of less than 1 hour. Patient was affected however no details were given on what the patient consequences were.